Manufacturer narrative:
Date of event: (B)(6). Date of report: 22aug2019. The service engineer inspected the device and replaced the power switch. The manufacturer¿s field service engineer (fse) replaced the power switch to address the reported problem. The unit successfully passed the required performance verification test. A power management (pm) pcba was return for analysis and tested. No failures were identified. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
It was reported that the ventilator alarmed the light emitting diode (led). There was no patient involvement.